Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a burning sensation at the implantable pulse generator (ipg) site which increased their pain despite being satisfied with the therapy. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The procedure was completed with no patient complications. No further information was able to be obtained despite good faith efforts. Additional information was received that the physician assessed the patients reported symptoms were pre-existing due to severe neuropathic pain. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a burning sensation at the implantable pulse generator (ipg) site which increased their pain despite being satisfied with the therapy. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The procedure was completed with no patient complications. No further information was able to be obtained despite good faith efforts. Additional information was received that the physician assessed the patients reported symptoms were pre-existing due to severe neuropathic pain. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional examination. Additionally, the data log analysis revealed that the highest temperature recorded while the patient was using the device was 40.868 degrees celsius, which is within the expected range. A labeling review was conducted which determined that persistent pain at the ipg site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). The IFU also states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a burning sensation at the implantable pulse generator (ipg) site which increased their pain despite being satisfied with the therapy. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The procedure was completed with no patient complications. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.